Manufacturer narrative:
Device evaluation: the complaint issue was described as "metal bracket is loose and is not holding scope". The customer's complaint was not verified. No mechanical or functional issues with the tc304us camera receptacle were observed during the complaint investigation. A functional test found that the metal roller pins and u-shaped bracket inside the camera receptacle functioned as designed: the u-shaped tension mechanism mechanically latched on to the camera card edge and released as expected. The front panel was removed, and the receptacle was disassembled and visibly verified to be intact and complete. However, a visual inspection of the ccu camera receptacle observed the following: fibers in the receptacle and contamination on the gold finger camera contacts. The contamination and fibers are consistent with other complaints reporting intermittent and or no image. The receptacle contacts should no longer be used so a motherboard replacement is needed. The root cause pertaining a loose metal bracket could not be determined as it was confirmed the camera receptacle functioned as intended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, metal bracket is loose/not holding scope. Procedure delay around 30 minutes. No injury to patient reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).